Manufacturer narrative:
(B)(4). Retainer ring, black. On (B)(6) 2021 the customer believes that her unit is not giving her the right dose--under delivering. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any unusual insulin flow block/no delivery/occlusion alarms or pump errors that may have occurred around the event date. No such alarms/alerts were listed as occurring around the event date. On the other hand, the adapt tool does list a pump error 53 (file number = 540, line number = 111) occurring on (B)(6) 2020 @ 22:49. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of under delivery was not confirmed during testing. However, the unit fails due to a past occurrence of a pump error 53. The pump error 53 is suspected to be due to a hardware failure.

Event description:
Information received by medtronic indicated that insulin pump was not giving right dose. The blood glucose level of customer was high and it was 250 mg/dl. Customer was treated with manual injection of insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.